Event description:
It was reported that the device was plugged in during a power surge. After it was restored the programmer was restarted and the smell of smoke was coming from the programmer. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a burnt smell near the power supply and the power supply was replaced. Analysis also noted the tabs on the power cord bay door were broken and the power cord bay was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067, radio frequency (rf) programmer head. (B)(4).